Event description:
It was reported a motor stall had occurred. Pump logs indicated a several motor stall and motor stall recoveries had occurred. After the last stall no recovery was noted. No environmental cause (emi) could be linked to the stalls. No withdrawal or loos of symptom control were not believed due to the pt being on a very low dose. The drug used in the pump was lioresal 500 mcg/ml at a dose of 120.87 mcg/day. The pt had the pump replaced in 2009. The pt outcome was reported as: non serious injury.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A f/u report will be submitted when the device analysis is complete.